Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The pil was confirmed the presence of degraded sound abatement foam in the device using a fitt (foam integrity test tool). During investigation also found, blower motor was sluggish with insignificant air flow during therapy, one side of the blower box had some of the sound abatement foam missing, both sides of the blower box had foam that looked like they had moisture, black particles contamination on the underside of the blower box lid was consistent with degraded sound abatement foam, blower box had many pieces of degraded sound abatement foam laying inside of it and particles of degraded sound abatement in the air outlet port of the rear panel. Secondary finding include light gray film of unknown contamination throughout the inside of the enclosure, unknown foreign matter was on the top, bottom and sides on the outside of the device, unknown brown dust-like contamination at the air inlet of the blower box, white unknown dust-like contamination was on the blower motor, blower motor seal and isolators, off white unknown flakey substance and white potential hair/fibers was on the rear panel and bottom enclosure, potential black hair/fibers were on the bottom enclosure, potential corrosion contamination on the blower motor brass nut and black contamination, consistent with keratin, at the air outlet of the blower box. In addition, the devices error log was downloaded, and one error code was present when reviewed. Lastly, complaint was confirmed.